Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the plunger with the anterior needle tip, cuffs and link were not returned. The complete suture with the posterior needle tip was returned undamaged. The posterior needle tip was examined and there were no witness marks or damage detected to indicate cuff capture, needle detachment or striking the foot had occurred. Both ends of the foot were examined and there were no needle strike marks detected, this finding indicates the needle was deflected away from the foot. Based on the complete suture with unattached posterior needle tip being returned with the partially deployed device a posterior cuff miss was confirmed. During testing in the returns lab a proxy plunger was inserted and the needle trajectory was acceptable. The needle trajectory of each device is inspected twice during manufacturing. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot, against the arterial wall. Based on the analysis of the returned device, inspection criteria and reported information the cuff miss experienced during the procedure appears to be related to the operational context during use. There does not appear to be any indications of a product quality problem. However, as mentioned above, needle to cuff miss may be related to numerous factors and is not necessarily an indication of a product quality deficiency. In review of all incidents, there does not appear to be any indication of a lot specific product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.